Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 330 mg/dl to 430 mg/dl. The customer¿s other blood glucose was 250 mg/dl, 350 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.

Event description:
Clarification to initial report. The 330 mg/dl to 430 mg/dl should've read 3:30-4:30, indicating the time, not the blood glucose value. The customer's blood glucose values were 250 mg/dl and 350, mg/dl, which are not in scope for reporting as a serious injury.